Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. During a follow-up performed on (B)(6) 2009, it was impossible to interrogate the device with a first programmer (green leds were off). It was then possible to interrogate the ICD with another programmer; reportedly, the following message was displayed: "the device is operating in a safety mode. Re-initialization is necessary". After the re-initialization, normal device operation was restored. The physician would like to know the origin of the reset.

Manufacturer narrative:
December 14, 2009 - this event concerns a device that was manufactured and used outside the united states. The analysis is pending.